Event description:
When PICC was discontinued per order of physician due to change in anticoagulant therapy, the device was noted to have 2 fracture sites. 1 at 21cm and 1 at 24 cm. No injury to patient.